Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 19-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('right implant is not in the fallopian tube cavity, it is in the abdomen.') In an adult female patient who had essure (batch no. 689931) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure inserted in a patient with only one fallopian tube" and device use issue "I discovered that I had 2". The patient's medical history included salpingectomy in 2009 and ectopic pregnancy. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pelvic pain ("pain"). At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter provided no causality assessment for device dislocation and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: right implant is not in the fallopian tube cavity, it is in the abdomen.. Lot number:689931, manufacturing date: 2009/11, expiration date:2012/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc. A technical investigation has been conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('right implant is not in the fallopian tube cavity, it is in the abdomen.') In an adult female patient who had essure (batch no. 689931) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure inserted in a patient with only one fallopian tube" and device use issue "I discovered that I had 2". The patient's medical history included salpingectomy in 2009 and ectopic pregnancy. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pelvic pain ("pain"). At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter provided no causality assessment for device dislocation and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: right implant is not in the fallopian tube cavity, it is in the abdomen.. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.